Manufacturer narrative:
Additional information: h4: the lot was manufactured between june 24-25, 2023. H11: two (2) devices were received for evaluation. Visual inspection was performed and leakage was not easily identified. Functional leak testing was performed and a leak was identified from the administration spike port bonding area on both returned samples. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml exactamix eva (ethylene vinyl acetate) bags were leaking from the administration port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.